Event description:
Patient was complaining of pain and the surgeon determined that the cup had loosened. During the revision surgery he replaced cup, liner and ball head. Reference MFR # 3005180920-2014-00064.